Event description:
It was reported to the manufacturer, by the end user, per the end user, that resident reported that foley catheter was pulled this morning while he was using the lift, securement clip to tubing slipped over tubular piece on lift. He stated that it hurt when it happened, no bleeding at the time of the incident or at present, clear yellow urine present in tubing, tape was placed over the tubular piece on lift, son eric notified over phone. (Tubular piece is referring to the knee pads). Complaint (B)(4) and ra (B)(4) was entered into our system to have the lift returned for investigation. As of this writing, the lift has not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.